Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for ferr4 tina-quant ferritin gen.4 (ferr) on a cobas 6000 c (501) module - c501. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The sample initially resulted as 6 ng/ml. The patient had a previous ferr result of 141 ng/ml on (B)(6) 2016. A new sample was then tested on (B)(6) 2016, resulting as 103 ng/ml. The patient was not adversely affected. The ferr reagent lot number was 152094. The reagent expiration date was asked for, but not provided. The sample probe was adjusted and precision studies were performed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The calibration trace from the day of the event did not indicate an issue. It is assumed that a hardware issue, such as the misaligned sample probe, was the reason for the erroneously low result.